Manufacturer narrative:
Concomitant medical products: product ID 377745, lot# n0033519, implanted: (B)(6) 2005, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3550-29, lot# n131933, implanted: (B)(6) 2008, product type: accessory; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
The company representative reported the patient at one point hit the battery on a corner and it gave her a jolting sensation. The rep was unable to check impedances. The indication for use was lumbar radiculopathy. If additional information is received, a follow up report will be sent.